Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the left ventricular (lv) lead output was noted to be off. The patient reported they had phrenic nerve stimulation after the original implant several years prior. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.